Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm of type sys_uic_aps_fail on (B)(6) 2014. This type of controller fault alarm is indicative of a leaky diode on the aps circuit. Additional review revealed a vad stop alarm, most likely due to a driveline disconnection and multiple power switching events. These observation are considered not related to the reported event. The most likely root cause of the premature switching observed can be attributed to a communication error between the controller and the batteries. An internal investigation is currently investigating communication issues. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing at the bench. The manufacturer has opened an internal investigation to evaluate leaky diodes in the aps circuit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient reported that while at home there was one fault alarm. The patient was seen in the clinic and the vad coordinator reported that interrogation showed a controller fault alarm from november that seems to have resolved and has not reoccurred. Log files were sent and the clinical engineer recommended a controller exchange. An elective primary controller exchange was performed. It was reported that there was no effect on the patient and no further issues after the controller exchange. The patient returned home.